Event description:
It is reported that the patient was revised due to aseptic looseing of the tibial component.

Manufacturer narrative:
This follow-up is being filed to correct rec'd by MFR date on the initital report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - pat rmr bld w/pilot hole,sz35 catalog#: 00597909535 lot#: 55416300v, lps-flex fixed prol.art surf.c-d, 1-2 12 catalog#: 00596202212 lot#: 60270893, all poly pat comp 29dia catalog#: 00597206529 lot#: 60798832, femoral component option for cemented use only size d left catalog:# 00576401451 lot#: 60800161, lacos r 1x40 single catalog#:00111214001 lot#:65594101. Complaint was confirmed due to review of operative notes. Product was not returned for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Operative notes from the primary surgery state that the patient underwent left tka due to osteoarthritis. The notes state that after placement of the femoral and tibial implants the knee was brought into full extension to help pressurize the cement. No complications were noted during the surgery. Pertinent information from the revision notes therein: "there was gross loosening of the metal cement interface on the tibial side and the implant was easily removed without restriction. The polyethylene surface was disarticulated from the metal baseplate and inspected. There was no significant sign of wear on the articular surface. There was some sign of backside wear underneath the polyethylene and there was some evidence of backside wear on the proximal tibial metal surface. The cement itself was solidly fixed to the tibia. There was no fixation to the metal stem or the baseplate. The femur was examined and found to be stable, solid and showed no signs of wear. The polyethylene patella was also intact, normal, and did not show any sign of wear or loosening." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2016-04269.